Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent explant procedure due to infection at the pocket site. Symptom includes fever. The patient was given levaquin antibiotics. The physician believed that the infection was not device related and was not sure what caused the infection. The patient was doing well following the procedure.